Manufacturer narrative:
A specific root cause was not determined. It is most likely that insufficient cooling or an unexpected failure of an electronic component is the root cause of the defect. There was no imminent danger of fire related to this power box failure. All parts and plastics are ul rated accordingly.

Event description:
The customer reported that a smell was noticed in the laboratory. The laboratory personnel described the smell as a "hot electrical" smell or "hot plastic melting" smell. The laboratory personnel could not identify the source of the smell. When they became concerned about the persistent smell, they contacted onsite security to perform a "walk through". Later, at shift change, laboratory personnel saw smoke coming from the back of the instrument. The smoke was described as a "straight pillar" of white smoke coming from the left back area of the instrument. The operator discovered water on the countertop after noticing the column of smoke. He described that the water was coming from almost straight back from the cleaner bottle of the instrument, but did not know exactly where the water was coming from. The water was absorbed and both the instrument and computer were unplugged. The smoke dissipated after the instrument and computer were unplugged and there was a residual smell, although not strong. The customer was instructed to remove all reagents from the instrument and then refrigerate them. No sparks or open flames were seen coming from the instrument and the fire department was not contacted. The instrument was in use running a drug screen at the time of the event and no samples were affected. No one was injured due to the event. The field service representative determined that the power supply was "dead" and that the wash station stopper had leaked. Both problems were unrelated. He replaced the main power supply with a retrofit kit and replaced the wash station stopper. He checked power supply voltages and initialized the instrument to standby. He checked all connections including power, water, and data that were all disconnected by the customer. He initialized the instrument to standby with no problems. The customer ran quality controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4) device subassembly= stopper.